Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of mitral stenosis as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the available information, the reported mitral stenosis was related to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed for mitral stenosis. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The procedure was performed as a bridge to mitral valve replacement surgery, as the physician was hoping to improve the patient condition enough to undergo a mitral valve replacement surgery. The physician was willing to accept an increase in mean pressure gradient (mpg) of 8-9 mmhg. The clip was advanced into the patient anatomy and the leaflets were grasped. The mpg increased to 8-9 mmhg and the decision was made to implant the clip. After clip deployment, the mpg was noted to have increased to 11 mmhg. The mr was reduced from grade 4+ to grade 2+. No additional intervention was performed and the patient was in stable condition post procedure. No additional information was provided.